Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an iliac artery stenting procedure. Reportedly, the proglide device was pre-flushed with saline prior to use. After proglide device insertion in the anatomy, no blood flow was seen at the marker lumen. Another proglide device was used and a cuff miss was noted. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.